Event description:
The pt underwent a coronary intervention procedure with drug eluting stent placement in the proximal, mid and distal right coronary artery and in the first diagonal artery, followed by right femoral artery closure with a 6f angio-seal device. After the procedure, the pt was monitored in the coronary care unit for bradycardia and hypotension, treated with transvenous pacing (tvp) via a left femoral sheath, maintained with a heparin drip. Medications given during the procedure included atropine, levophed, epinephrine, nitroglycerine, neosynephrine, versed and heparin. The pt was to be discharged on aspirin (asa) and plavix. Approximately two weeks later the pt developed claudication with pain in the entire right leg on exertion after walking one half block. Non-invasive, lower extremity, arterial testing suggested occlusion of the right superficial femoral artery (sfa). An ultrasound examination done at the same time confirmed occlusion of the sfa and common femoral artery (cfa), with no evidence of psuedoaneurysm. An angiogram done that day revealed an occluded sfa at the bifurcation with the profunda, with reconstitution of the sfa via collaterals from the profunda. The right lower extremity and renal arteries were pt, the right dorsalis pedis was occluded. Two days later the pt was taken to surgery and a thrombectomy was performed for a thrombus in the right femoral artery. An endarterectomy was also performed for a calcified atherosclerotic plaque in the right femoral artery.